Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture / deflation.

Event description:
Healthcare professional reported bilateral removal due to "rupture / deflation". This is for the left side. The device has been explanted.